Event description:
When attempting to put the oxygen probe (cc1.p1) through single lumen introducer (ip1), the probe would not advance all the way through the lumen into the patient's brain. The entire system replaced using the current hole in the patient's head. There was no patient injury and no delay in surgery. Additional information was requested and on 24 nov 2014, the following was provided: on (B)(6) 2014, a (B)(6) female patient with an (B)(6) 2014 underlying medical condition of motor vehicle accident (mva), brain compression, epidural hematoma and intraventricular hemorrhage underwent a licox placement. It was reported that the desired position of the catheter is the catheter being advanced all the way. However, the catheter stopped 3 cm from where it was supposed to be there was no patient harm or injury. Surgical delay was reported as not applicable. There was no patient adverse consequence because another licox was obtained and used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.